Event description:
It was later reported there was not a possible lead fracture and it was due to programming. No further information as reported.

Event description:
It was reported the patient experienced a burning sensation at the implantable neurostimulator (ins) site when he changed from group a to group b and when he used group b. When the patient switched back to group a the burning sensation went away. It was noted the patient received better benefit from program b versus program a. The burning sensation started 2 weeks ago after the patient's last visit to his healthcare professional (hcp). Group b was added at this appointment; the patient was fine in the office but once he got home and switched to group b was when he noticed the burning sensation. The patient's current impedance measurements were normal. It was noted at implant some electrode combinations were greater than 4000 ohms but those pairs were not used. Additional information received the following day reported the patient's ins was in his left chest. The patient had an appointment that day and when he was programmed on group b he was not feeling the burning. It was reported the patient suspected the burning started once he increased his settings using his patient programmer to try to capture full therapy control on his right hand. It took almost 30 minutes for the heat to appear; it was noted it was not immediate or easy to reproduce. Otherwise, the patient's therapy was reported to be 'good.' X-rays were taken and the appeared 'fine.' It was noted palpitation did not elicit any response. Impedance measurements showed the patient's right lead had very high impedances and his left lead had an open/fracture on electrode #3. Additional information received the following day reported no interventions were planned at the time. The outcome was to follow the patient closely and report if it happened again.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), product type recharger; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot# v865879, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot# v865879, implanted: (B)(6) 2012, product type lead. (B)(4).